Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, mitral valve prolapse and postpartum cardiomyopathy. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),)"), dyspareunia ("dyspareunia,") and dysmenorrhoea ("dysmenorrhea(cramping)"). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal hemorrhage, menorrhagia, dysmenorrhea, dyspareunia.product start date changed from 06-feb-2011 to 20-feb-2011. Product stop date changed from 14-may-2013 to 21-may-2013. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil is identified in the fundus') and pelvic pain ('pain pelvic area') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, mitral valve prolapse, postpartum cardiomyopathy, endometriosis (B)(6) 2010- recovered prior to essure), hypertension, dyspnea, vaginitis, weight gain, redness, unilateral leg swelling, erythema, unilateral leg pain, dizzy and ovarian cyst. Concomitant products included amlodipine since may 2018, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol hfa) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,") and abdominal pain ("pain- abdominal pain"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on 23-may-2013. At the time of the report, the embedded device, dyspareunia, dysmenorrhoea, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - jan-2012 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: impression: 1. No renal calculi, hydro nephrosis, or hydro ureter. 2. Incomplete evaluation of a possible small right ovarian cyst. Computerised tomogram thorax - on (B)(6) 2012: impression: 1. Interval resolution of bilateral airspace opacities including the nodular opacity at the right apex. 2. Bilateral pleural effusions have also resolved. 3. Old granulomatous disease. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 5-aug-2019: all source documents and references from deletion case 2019-002241 were transferred in this case. Pfs and mr received : aka name added, reporter added, patient demographic added, essure insertion and removal date updated, events added- depression, mental anguish, abdominal pain. Events outcome updated, events onset date, events severity, concomitant drug, medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil is identified in the fundus') and pelvic pain ('pain pelvic area / physical pain') in a 32-year-old female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, mitral valve prolapse, postpartum cardiomyopathy, endometriosis (B)(6) 2010- recovered prior to essure), hypertension, dyspnea, vaginitis, weight gain, redness, unilateral leg swelling, erythema, unilateral leg pain, dizzy and ovarian cyst. Concomitant products included amlodipine since (B)(6) 2018, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol hfa) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and endometriosis ("endometriosis"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression,psych injury"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,"), abdominal pain ("pain- abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding") and dermatitis allergic ("allergy-rash/skin condition"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, dyspareunia, dysmenorrhoea, anxiety, depression, genital haemorrhage, dermatitis allergic and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion detail: tubal ostia were visualized bilaterally. Essure sterilization device was introduced and deployed into tubal ostia bilaterally. Trail coils: right: 5 left: 3 procedure completed all instruments removed. Discrepancy noted in essure insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: impression: 1. No renal calculi, hydro nephrosis, or hydro ureter. 2. Incomplete evaluation of a possible small right ovarian cyst. Computerised tomogram thorax - on (B)(6) 2012: impression: 1. Interval resolution of bilateral airspace opacities including the nodular opacity at the right apex. 2. Bilateral pleural effusions have also resolved. 3. Old granulomatous disease. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, menorrhagia and endometriosis . Lot number: 915888 manufacturing date: 2011-10 expiration date: 2014-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil is identified in the fundus') and pelvic pain ('pain pelvic area / physical pain') in a 32-year-old female patient who had essure (batch no. 915888) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, mitral valve prolapse, postpartum cardiomyopathy, endometriosis ((B)(6) 2010- recovered prior to essure), hypertension, dyspnea, vaginitis, weight gain, redness, unilateral leg swelling, erythema, unilateral leg pain, dizzy and ovarian cyst. Concomitant products included amlodipine since (B)(6) 2018, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol hfa) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and endometriosis ("endometriosis"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression,psych injury"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,"), abdominal pain ("pain- abdominal pain"), genital haemorrhage ("gen.abnormal bleeding") and dermatitis allergic ("allergy-rash/skin condition"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, dyspareunia, dysmenorrhoea, anxiety, depression, genital haemorrhage, dermatitis allergic and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: impression: no renal calculi, hydro nephrosis, or hydro ureter. Incomplete evaluation of a possible small right ovarian cyst. Computerised tomogram thorax - on (B)(6) 2012: impression: interval resolution of bilateral airspace opacities including the nodular opacity at the right apex. Bilateral pleural effusions have also resolved. Old granulomatous disease. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: mr received: lot number and reporters wee added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil is identified in the fundus') and pelvic pain ('pain pelvic area / physical pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, mitral valve prolapse, postpartum cardiomyopathy, endometriosis ((B)(6) 2010- recovered prior to essure), hypertension, dyspnea, vaginitis, weight gain, redness, unilateral leg swelling, erythema, unilateral leg pain, dizzy and ovarian cyst. Concomitant products included amlodipine since (B)(6) 2018, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol hfa) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and endometriosis ("endometriosis"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression,psych injury"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,"), abdominal pain ("pain- abdominal pain"), genital haemorrhage ("gen.abnormal bleeding") and dermatitis allergic ("allergy-rash/skin condition"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, dyspareunia, dysmenorrhoea, anxiety, depression, genital haemorrhage, dermatitis allergic and endometriosis outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, endometriosis, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: impression: 1. No renal calculi, hydro nephrosis, or hydro ureter. 2. Incomplete evaluation of a possible small right ovarian cyst. Computerised tomogram thorax - on (B)(6) 2012: impression: 1. Interval resolution of bilateral airspace opacities including the nodular opacity at the right apex. 2. Bilateral pleural effusions have also resolved. 3. Old granulomatous disease. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: pfs received : event "endometriosis" added. Onset date of events added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('metal coil is identified in the fundus') and pelvic pain ('pain pelvic area / physical pain') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, mitral valve prolapse, postpartum cardiomyopathy, endometriosis (B)(6) 2010- recovered prior to essure), hypertension, dyspnea, vaginitis, weight gain, redness, unilateral leg swelling, erythema, unilateral leg pain, dizzy and ovarian cyst. Concomitant products included amlodipine since may 2018, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin), nsaids since (B)(6) 2012, paracetamol (acetaminophen) since (B)(6) 2012 and salbutamol (albuterol hfa) since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In march 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In may 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression,psych injury"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 1 year 3 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia,"), abdominal pain ("pain- abdominal pain"), genital haemorrhage ("gen. Abnormal bleeding") and dermatitis allergic ("allergy-rash/skin condition"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, dyspareunia, dysmenorrhoea, anxiety, depression, genital haemorrhage and dermatitis allergic outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - jan-2012 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: impression: 1. No renal calculi, hydro nephrosis, or hydro ureter. 2. Incomplete evaluation of a possible small right ovarian cyst. Computerised tomogram thorax - on (B)(6) 2012: impression: 1. Interval resolution of bilateral airspace opacities including the nodular opacity at the right apex. 2. Bilateral pleural effusions have also resolved. 3. Old granulomatous disease. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received -new events rash/skin condition, gen. Abnormal bleeding were added. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant.). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.